Event description:
It was reported to medtronic minimed that the customer reported that the pump battery life had been shorter than expected and was extremely upset about the fa1435 notification. The customer had been traveling by air leading up to the low blood glucose event. The customer received fa1446 regarding possible insulin delivery issues during air pressure changes and was now convinced, having experienced this in the past. The customer reported a blood glucose value of 2.8 mmol/l. The customer experienced hypoglycemia and was treated with a carbohydrate intake. The event involved product(s) mmt-1885. Troubleshooting was performed for the short battery lifetime, and the type of battery in use was lithium. Troubleshooting was performed for the low blood glucose, and the customer was asked about an explanation letter. Troubleshooting was performed for the minimed 780g - smartguard bolus delivery, and the customer was very clear that they could not trust the pump due to issues customer had experienced, as well as two recent field actions fa1436 and fa1446. No further patient complications were reported. The customer was instructed to discontinue device use. Mmt-1885 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.